Manufacturer narrative:
Device history review, complaint history review, risk assessment. X-ray images of the reported event were not provided. The device was not returned for evaluation. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Because neither device nor x-rays were provided for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; on (B)(6) 2016, surgery was performed. After surgery, the screw backout was found and a revision surgery is planned.

Event description:
It was reported that; on (B)(6) 2016, surgery was performed. After surgery, the screw backout was found and a revision surgery is planned.